Manufacturer narrative:
Refer to regulatory report# 2029214-2022-00442 for information related to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that intra-abdominal vein occlusion procedure was performed on the patient, the coil that is placed in the right hypogastric vein, migrates and is located in the left pulmonary artery. The migrating coil, located in the left pulmonary artery and inferior lobal branch, removes one coil but another one remains that cannot be removed. Migration after deployment. Cause unknown, the coils migrate in the postoperative period. Patient is scheduled for foreign body removal, during the procedure, the patient presents complications and dies. After multiple attempts, its extraction is not feasible and during these attempts it presents massive bleeding due to tot, so it is decided to perform intrathoracic artery occlusion, left pulmonary trunk, thus occluding the bleeding and repairing the arteriobronchial fissure, the patient goes into unemployment multiple maneuvers of resuscitation without being satisfactory. The reported device and any accessory devices prepared as indicated in the IFU. No medical or surgical intervention needed to prevent a permanent impairment of a function. It was noted the patient's blood flow was normal and vessel tortuosity was moderate.

Event description:
Additional information received reported that an attempt to of extraction of foreign body by endovascular via left pulmonary artery, right ventricle and inferior vena cava. Failed extraction. During the procedure there is extraction of coil fractions without being possible. Main coil extraction due to adherences and fibrosis to the wall of the pulmonary artery. During the extraction attempts, there is massive bleeding due to a possible fistula to the bronchi 1zq, so the bleeding site is occluded with angioplasty balloon with occlusion of the site of bleeding adequately. However, shows cardiogenic shock and massive hemorrhage with several episodes of cardiac arrest, exhaustive resuscitation maneuvers were started. Finding: coils in left pulmonary arteries riding over lobar branches. Bleeding due to tot secondary to a fistula to the iza bronchium, exhaustive resuscitation due to cardiogenic shock, hemorrhagic and masvo tep, resuscitation thoracotomy that does not show sacred or cardiac tamponade, marada dilatation of heart cavities not hemotorax.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.